Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient "lost" her programming which was clarified to mean that she had a loss of therapy. Due to the loss of therapy, the patient has been in so much pain. The patient was in pain when she laid down and described it as shooting through her. The ins had been reprogrammed 3 times, but due to covid-19, the patient was unable to meet with a rep for reprogramming. It was further clarified that stimulation was not felt anywhere, and if it was increased she felt stim in both of her legs, but nowhere else. The stimulation was supposed to be covering her back and sides. The patient tried all available groups/programs and still did not feel stim or get pain relief. The patient mentioned she slid down the side of her bed onto the floor and got a big bruise. She was not sure if that disrupted the ins or leads, but the implant site was sore. Due to increasing settings, it was taking the patient 2.5 hours to charge the ins and the ins site was sore from charging for an extended period of time. The issues were noticed probably in (B)(6). Additional information was received from the patient. It was reported the patient didn't know what circumstances led to the issue because their pain level was so much greater that they had to stay in bed most of the time. The device was reprogrammed on 2020-apr-23. The patient can now feel stimulation in their abdomen/hip area and up along their spine. The patient said it was swollen around and their was pain coming from it. The patient said they also felt feverish and they had only had 60-70% coverage. The trial killed all the pain. With the implant, the entire pain is not stopped and they can't stand up straight because the pain increases. The patient said it felt like the battery dropped down into an area of intense pain. The device was helping with the pain, but the pain was so bad they can hardly walk. An MRI was done and the patient was waiting for the results. No further complications were reported.